Manufacturer narrative:
H6: coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter, inner shaft fractured off intra-operatively with the tip retained in the implant. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter, inner shaft fractured off intra-operatively with the tip retained in the implant. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.